Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0311 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported during the preparation of the catheter for insertion, its rupture was verified after traction of the guide wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 3fr s/l per-q-cath plus catheter. The catheter was returned with the t-lock assembly attached to the luer adaptor and the stylet inlaid within the catheter. Kinks in the stylet were found 4.0¿ distal of the pull tab and where the stylet entered into the t-lock assembly. When an attempt was made to flush the catheter with water from a 12cc luer-lock syringe, the catheter was patent to infusion. However, two spraying leaks were observed emanating from the catheter shaft near the 0cm depth marking. Tactile evaluation of the catheter revealed slight tensile weakness at the leak sites. Microscopic examination revealed two splits in the tubing at the leak sites. The more proximal split was smaller (0.01135¿) and ran along the axis of the catheter tubing. The distal split was longer (0.02430¿) and was slightly angled with respect to the axis of the tubing. Both splits had jagged edges. The catheter lumen was cut open by the investigator to allow for examination of the inner wall. The splits appeared near the same length on the inner wall. A small line of wear/frictional damage was seen between the two split sites on the inside of the tubing. Dimensional analysis of the catheter tubing, at the distal end of the catheter, revealed that the inner diameter, outer diameter, and wall thickness met the device specifications. The location, shape, and extent of the damage observed on and within the catheter are indicative of damage most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported during the preparation of the catheter for insertion, its rupture was verified after traction of the guide wire. No other information was provided.